Manufacturer narrative:
The actual device used in the surgery was not returned for eval. Thirty nine unused devices were returned. Location of the burn was in the eye itself and resulted in a black lesion. Attempting to obtain additional info regarding the reported incident and the return of the device used in the procedure.

Event description:
Temperature too hot caused pt injury. Pt injury and details of the incident: necrotic lesions while removing a pterygium from the eye. No chemicals or solutions were involved.